Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed during the field evaluation. The system booted up with a non-recoverable error 310. The error pointed to remote arm controller (rac) 1. The fse switched rac1 and rac2 on the ssc. The error was seen on rac2. The fse switched the racs back to original position, and error 810 was seen on rac1. The defective rac was replaced. The system was tested and verified as ready for use. Intuitive received the remote arm controller (rac) involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported complaint. The printed circuit assembly (pca) technician was able to replicate the issue after installing the unit into the system. The system failed with error 810, indicating "high side switch fault on generic power distributor (gpd) for rac power ID". The rac drive module (rdm) boards were determined as the cause of error 810. A review of the site history shows no other complaint related to this event. There were no photographic images and/or video recording of the procedure available for review. A review of the site¿s system logs confirmed the occurrence of errors 25580 and 810. Based on the information provided at this time, this complaint is being reported due to the following conclusion: a da vinci system malfunction occurred, rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, repeated non-recoverable 25580 faults were observed, and all the patient side manipulator (psm) leds turned yellow. The user was operating in the patient's abdominal cavity at the time. After the customer recovered the fault, error 810 appeared, and the left master tool manipulator (mtm) was not responding. The field service engineer (fse) was contacted for troubleshooting assistance. The fse had the customer reboot the system, but error 25580 persisted. The fse guided the customer to control the right mtm to release the patient's tissue. The surgical staff safely removed the instruments. The procedure was converted to laparoscopic surgery. There was no report of patient harm or injury. Due to the issue, there was reportedly a surgical delay of 15 minutes or less. Intuitive surgical, inc. (Isi) followed up with the fse and obtained the following additional information: the system was checked after it was powered on, and the nurse noted normal functionality with the system. There were no errors upon booting on the system, and the psm leds were white. The customer indicated the issue occurred less than ten minutes after the start of the procedure, and the instruments were inserted in the patient's body at the time. When error 25580 occurred, the surgical staff recovered the fault and continued with the case. Error 25580 returned along with other unspecified errors, and the staff attempted to restart the system twice. The system then displayed a non-recoverable error 810.